Event description:
It was reported that the patient was hospitalized after experiencing a seizure and hypotension. It was reported that the seizure was abnormal for the patient. It was reported that device diagnostic testing resulted in high impedance reading. The device was programmed off. It was reported that the patient will be stabilized and discharged and that plans for revision surgery will be made in the near future. It was reported that the patient falls with her seizures which may have contributed to the high impedance. The patient underwent generator and lead replacement surgery. It was reported that diagnostics were within normal limits with the new vns system. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Attempts were made for the return of the explanted products but they have not been received by the manufacturer to date.